Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿inside glass is cracked where connection is made¿ was confirmed. The unit¿s optic lens on the rx module inside the socket was found damage, which causes no image with the camera head. An error while running the bit error rate (bert) test. After troubleshooting the rx module, no further issues were found with the unit. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the glass inside the connector of the uhd camera control unit was cracked. There was no patient involvement reported.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It was confirmed that there was no unevenness. The device optic lens on the rx module inside the socket was found damage, which causes no image with the camera head. It is likely that the optical lens of the rx module was damaged by the user connecting the camera head with excessive force. As a result, the image transmission between the camera head and the camera control unit became impossible and the image was not output. The instructions for use includes the following statements which can prevent this issue from happening: do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur.